Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing amplitude was observed on the left ventricular (lv) lead. The event was resolved by explanting and replacing the lv lead during an unrelated procedure. The patient was in stable condition.